Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address high blood glucose, the customer performed a correction injection via multiple daily injections without needing assistance from a third party. Technical support provided pump reset information and assisted the customer in resetting the pump, with no malfunction code recurring afterwards, allowing the customer to continue using the pump and advising them to call back if any issues reoccur.